Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that she had been receiving calibration errors and sensor errors with her sensor. The customer's blood glucose level was unknown. During troubleshooting, it was found that the sensor error occurred while the customer was walking. We advised the customer that the alert could be due to a damaged sensor and informed her of the proper technique of inserting the sensor. The customer believes she is using the correct method. We assisted the customer in temporarily turning the sensor feature off due to repeating sensor error alerts. No further information was reported.